Event description:
Patient contacted dexcom to report a rash at the insertion site.

Manufacturer narrative:
Patient reports rash at insertion site. Reaction was near sensor adhesion site. Patient inserted the sensor on thursday and it started itching on saturday to the point where he had to remove it today. The rash extends past the adhesion site and is in more of an oblong shape rather than the shape of the sensor adhesive. The rash is red and has tiny little bumps on it. He went to the doctor for a regular check-up and showed them the rash. The doctor recommended allcare barrier wipes. He said, the wipes work pretty good but this time he thinks he missed the spot where he inserted the sensor. Additional information: the patient takes benadryl when he gets itchy and puts a cream on the rash. The rash takes three to four weeks for the rash to clear. He is replacing the g4 sensor. Additional information: medical intervention: (B)(6) 2013. No additional information at this time.